Manufacturer narrative:
The reported event was an advisory product with no allegation of malfunctions. Final analysis did not find any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and successfully replaced. The patient was stable.